Manufacturer narrative:
The reference samples were visually inspected and tested for flow. All test results were within specifications. The batch record 5101693 was verified and found it within specifications. Based on the investigation and test results the claimed failure can not be confirmed. If new information becomes available the complaint will be re-opened and appropriate actions will be taken. Clinical evaluation: patient reported being hospitalized. Patient's blood glucose was 1300mg/dl and patient was unconscious. Patient was placed on ventilator. (No other treatment is reported or length of hospitalization). Patient reported that cannula was found bent/kinked when being removed from body. Bent/kinked cannula can appear if infusion set is inserted in scared tissue or up against a muscle or bone, and it can lead to inadequate delivery of insulin.

Event description:
(B)(4). (B)(6) 2015 diabetic patient treated with insulin via a pump and infusion set inset experienced high level of blood glucose and unspecified level of ketones and loss of consciousness. The patient was hospitalized in intensive care unit and was placed on ventilator during stay and reported a blood glucose level of 1300mg/dl. The patient was discontinued from pump therapy. No other treatment is reported. The patient reported she noted a bent cannula after removing the infusion set and claim that due to this she ended up in hospital with diabetic ketoacidosis (dka) and admitted to intensive care unit for 3 days. Complete length of hospitalization is not reported. No further information available.